Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. The system pcb assembly was replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced part at the product assessment center (pac) and was not able to verify or duplicate the reported issue. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was not booting up properly. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer's device was received at stryker. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not booting up properly. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.